Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient reported experiencing pain in the pocket since device implant. The patient's device system was extracted due to patient request on september 14, 2017. The patient was stable pre, mid and post procedure.